Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the paramedics were called and the customer was taken to the emergency room due to elevated blood glucose (bg) levels (544 mg/dl) and diabetic ketoacidosis. Reportedly, the customer experienced chest pains, however, customer alleged chest pains were unrelated to diabetes. Customer was treated with glucose and intravenous insulin. Customer was released from the hospital approximately one and a half days later. Reportedly, customer's blood glucose level stabilized.